Event description:
New information received notes that the patient's implantable cardioverter defibrillator was explanted and replaced. No further information was provided.

Event description:
It was reported that the patient received inappropriate therapy from their implantable cardioverter defibrillator due to over-sensing of electromagnetic interference (emi). No further information was received.

Manufacturer narrative:
The reported event of oversensing anomaly was confirmed in the device image. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the reported field event is external interaction with cautery.